Event description:
Healthcare professional reported a right side rupture. Capsulectomy was performed. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued e.1. Address line 1: (B)(6). Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on august 07, 2023, with lot number 2576382. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken on the posterior side assessed as unidentified (tear) opening . (Shell thickness was within specification). No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported a right side rupture. Capsulectomy was performed. Device has been explanted and replaced with a non-allergan device.